Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced a weak inflation with an inflatable penile prosthesis (ipp). A surgical procedure was performed in which saline was added to the reservoir; however, no components were explanted or replaced. The patient was stable and got better following the intervention.